Event description:
It was reported by a customer that the ivs where the valve failed, resulting in blood flowing onto the patient, nurse and floor. Verbatim: complaint via email. Email(s) attached. I just wanted to email and let you know we have had more ivs where the valve failed, resulting in blood flowing onto the patient, nurse and floor. This has already happened twice this week with two different nurses. One was a 20g and the other was an 18g. I recovered the 18g package. Lot number 5170365. Here is a pir for (B)(6). I do not have the affected product but do have one lot number. Both instances the valve for blood control failed. Date of occurrence: 6/3/26 386884 20 g x 1 386865 18g x 1.25 (lot number 5170365) additional information received on 12jun2026: the IV incidents did not occur on the same day. These incidents required the patient to be stuck again and caused blood exposure to the nurses. We currently have several issues with ivs leaking from the hub connected to the end of the IV even after we make sure it is secured and attached properly. This results in patients not receiving all their IV medications, requiring repeat needle sticks, and causing bodily fluid exposure. This happened just today with a third nurse, who had to remove and restart it. Pt arrived with a high heart rate and high blood pressure, which the doctor needed to keep below 160 systolic. Nurse on floor administered the medication prior to transport but due to the leaking IV, the patient did not receive the full dose. The patient then had no access until we could restart the IV, which was very dangerous given all the problems she was experiencing."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.